Manufacturer narrative:
(B)(4). Mfg site name-coherent inc. Investigation results: visual examination of the returned device revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Examination under magnification confirmed that the fiber tip was unused. There was no damage noted along the body of the fiber. Visual examination also revealed that light cannot travel to the fiber face within the sma connector to illuminate it indicating that the fiber is broken within the connector. The condition of the returned device would cause a weak aiming beam as well as insufficient energy transmission during ablation thereby confirming the event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a flexiva 200 tractip laser fiber was used during a cystobilateral ureteroscopy stone removal with hl laser procedure in the kidney performed on (B)(6) 2017. According to the complainant, the laser fiber was connected to the laser console but had no visible aiming beam and failed to deliver energy. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications at the conclusion of this procedure and the patient was reported to be fine. This event has been deemed a reportable event based on the investigation results; fiber broken within the connector.

Event description:
It was reported to boston scientific corporation that a flexiva 200 tractip laser fiber was used during a cystobilateral ureteroscopy stone removal with hl laser procedure in the kidney performed on (B)(6) 2017. According to the complainant, the laser fiber was connected to the laser console but had no visible aiming beam and failed to deliver energy. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications at the conclusion of this procedure and the patient was reported to be fine. This event has been deemed a reportable event based on the investigation results; fiber broken within the connector.